Event description:
It was reported that the customer received her replacement pump and wants to program it. Customer stated that her settings were changed on their own. Customer ended up in the hospital due to diabetic ketoacidosis. Customer's blood glucose level was 131 mg/dl. Customer was advised to follow-up with their health care provider if current settings need to be changed. Customer was able to program the pump and get back on pump therapy. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.